Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Patient reported left side "lumps on chest", "scar tissue", "distortion", "areola necrosis" and "chest is contrastingly pulling or twisting upwards." The following event is not related to the device, "back pain". The device has been explanted.

Event description:
Patient reported left side "lumps on chest", "scar tissue", "distortion", "areola necrosis" and "chest is contrastingly pulling or twisting upwards." The following event is not related to the device, "back pain". The device has been explanted.